Event description:
During laparoscopic roux en y gastric bypass procedure, 1 of 5 stapling devices used in procedure to staple/cut bowel/stomach, did not "fire." Md had to oversew site with endostitch.